Manufacturer narrative:
It has been communicated that the device and/or lot info is not available for eval. Without the device and/or lot info it is not possible for codman to conduct a proper investigation. If at some point, the device and/or lot info does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.